Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection with sepsis. Reportedly, the patient had some sort of foot ulcer that resulted to infection which gotten into the blood. There were no additional adverse patient effects reported. The crt-p was explanted.